Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was unexpected results of lead testing with an unspecified bd edta tubes. The following information was provided by the initial reporter: unexpected and/or unexplained clinical or qc results edta tube: lead testing had to be sent out to another lab last year; no resolution for "a while." Believed due to recall.

Manufacturer narrative:
Investigation: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Bd technical service provided troubleshooting with the customer.

Event description:
It was reported that there was unexpected results of lead testing with an unspecified bd edta tubes. The following information was provided by the initial reporter: unexpected and/or unexplained clinical or qc results edta tube: lead testing had to be sent out to another lab last year; no resolution for "a while." Believed due to recall.